Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient's doctor called a rep to report that the patient was complaining that the pocket felt hot when the patient was charging, so the patient stopped charging. The ins is also in overdischarge. The rep has not seen the patient to troubleshoot as of yet. They have an appointment to do a trickle charge on (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-dec-18 reporting that the patient cancelled their appointment. Per the patient's spouse, the patient was having issues with increased pain and was consulting with their health care provider (hcp). Per the spouse, the patient refused to site long enough to do a trickle charge. They could not remember when the patient started to have complaints of feeling heat in the pocket. No further complications were reported. The issues were not resolved at the time of the report. The spouse was instructed to contact the manufacturer representative again when and if they make an appointment with the hcp. No further complications were reported.